Manufacturer narrative:
There was no device malfunction and it operated as designed. The established performance of the lifepak shock advisory algorithm is based on testing with large data sets. Sensitivity for coarse ventricular fibrillation is 99% and specificity for non-shockable rhythm detection is 98% (see scientific analysis for references) . The algorithm decisions in this casefile are not indicative of algorithm deviation from its established sensitivity and specificity as the ECG threshold criteria of a ¿shock advised¿ or ¿no shock advised¿ decision was met for each analysis. No evidence of device malfunction was observed during this analysis.

Event description:
The customer contacted stryker to inform that their device would not detect a shockable rhythm during the patient event. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control received additional patient information from the customer. The customer provided physio-control with the available patient information. Patient fields in which information is not provided were intentionally left blank.   Physio control reviewed electronic patient records and the customer quality engineer performed scientific analysis. Two (2) analyses were performed during this event, each with a ¿no shock advised¿ decision. Analysis 1 resulted in ¿no shock advised¿ due to segments 2 and 3. The characteristic that fell within a nonshockable rhythm was the negative slope steepness of the ECG. The values were right over the edge of the threshold to be considered nonshockable. Analysis 2 resulted in ¿no shock advised¿ due to flat content. Flatness is relative to the highest peak in the segment. It was determined that significant portions of the ECG appear horizontal and is nonshockable due to isoelectric baseline content. The algorithm decisions in this casefile are not indicative of algorithm deviation from its established sensitivity and specificity as the ECG threshold criteria of a ¿shock advised¿ or ¿no shock advised¿ decision was met for each analysis. No evidence of device malfunction was observed during this analysis. Section d4 of the initial medwatch report indicates: catalog # 99425-000199 section d4 of the initial medwatch report should indicate: catalog # unk_smp section d1 of the initial medwatch report indicates: product long description - lifepak(r) 1000 defibrillator section d1 of the initial medwatch report should indicate: product long description lifepak(r) 20e defibrillator/monitor

Event description:
The customer contacted stryker to inform that their device would not detect a shockable rhythm during the patient event. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no response was received. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to inform that their device would not detect a shockable rhythm during the patient event. There were no reports of adverse effects to the patient as a result of the reported issue.